Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 40mg/dl which was treated with food and glucose tablets. Customer¿s blood glucose was 98 mg/dl at the time of call. Customer declined troubleshoot for low blood glucose. Further customer stated that blood glucose was went down to 59 mg/dl and then to 188 mg/dl, 230 mg/dl. Customer advised to monitor the pump and call back if needed. Insulin pump will not be return for analysis.